Event description:
The event occurred in the us. This complaint is related with complaint 1109193 in which the error message ¿tbmp¿ was displayed on the rotaflow console (rfc) and the device was shut down during treatment. The involved rotaflow drive (rfd) started to overheat which will be handled in this complaint. The rfd will be sent to repair center for further investigation. The device was replaced with another one as a precaution with no consequences for the patient. No harm to any person has been reported. Due to the reported shut down during use and the exchange a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow drive) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
The event occurred in the us. This complaint is related with complaint (B)(4) (mfg report number 8010762-2024-00435) in which the error message ¿tbmp¿ was displayed on the rotaflow console (rfc) and the device was shut down during treatment. The involved rotaflow drive (rfd) started to overheat which will be handled in this complaint. The rfd was sent to repair center for further investigation. The device was replaced with another one with no consequences for the patient. No harm to any person has been reported. Due to the reported shut down during use and the exchange a report is required. A getinge field service technician (fst) was on site for investigation. The rotaflow drive (rfd) s/n 91073418 was showing a motor temperature of 320, or 20 ponits above the tolerance. The rfd was sent to the supplier emtec for repair. The reported failure could be reproduced and also a noise was noticed which was caused by defective bearings. Furthermore a loose connection cable was found. The bearings were replaced and the supply line was renewed. The device was calibrated, functional tests were performed and the machine is working as intended. The most probable root cause could be determined as defective bearings which could have let to the high t-mot. Also a loose connection cable was found during the investigation by the supplier emtec. Based on these investigation results the reported failure "rotaflow drive overheated" could be confirmed. The review of the non-conformities has been performed on 2024-08-28 for the period of 2013-10-24 to 2024-08-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in (B)(6) 2013. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).